Event description:
Infusion center patient receiving emend. Pump alarmed upstream occlusion x2. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in. Upstream occlusion x2 tubing number: 2c8419s. Infusion time ordered and programmed for 30 minutes. Actual time of infusion was 37 minutes.